Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen display was blue and turned black. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.